Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the rhino-laryngo fiberscope had a foreign material on bending section cover or distal sheath (a-rubber), connecting tube and grip. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no physical damage where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the device could not be specified, and there was also no information that could be determined to be an obvious deviation from the procedures described in the instruction manual. The instruction manual states the preventative measures in "rhino-laryngo fiberscope olympus enf-gp2 reprocessing manual" for the event of foreign material in the connecting tube. Olympus will continue to monitor field performance for this device.